Event description:
Customer reported to beckman coulter, inc. (Bec) that blue fluid was observed below the front area of the coulter lh 750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a fluid leak at the flowcell. The fse cleaned the flowcell and re-attached the disconnected count line which runs from the flowcell to the t-fitting. The fse also performed preventive maintenance. The fse verified the repair was performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).